Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon, lumen and hub. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found pinholes at the proximal edge of the distal markerband, 6mm and 9mm proximal of the distal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination found no irregularities or defects with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated at nominal pressure; however, the balloon ruptured. The device was completely removed and the procedure was completed with another nc emerge balloon catheter. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. The balloon was inflated at nominal pressure; however, the balloon ruptured. The device was completely removed and the procedure was completed with another nc emerge® balloon catheter. No patient complications reported and the patient's status was good.